Event description:
It was reported that during an anterior rectum resection, the teflon pad was loose, fell into the patient and was removed. No further information is available. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 09/05/2008. Information anticipated, but unavailable at this time.